Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that an inaccuracy during a biopsy was found. The site got a passing registration metric of 1.0 mm and created a plan that was near the ventricle. When they passed the biopsy needle along the plan trajectory, they came in contact with the end of the ventricle. They looked at the plan and the closest area of the plan along the trajectory was 2.3 mm away from the ventricle (using the measure tool). The predicted accuracy for the target was 1.0 mm. 15-minute surgery extension to replan. He replanned slightly more lateral to get the tissue he wanted. Was able to get a successful biopsy at this point. There as no impact on patient outcome.